Event description:
It was reported that an adverse event occurred. On approximately (B)(6) 2024, the patient reportedly experienced a variety of physical problems, while wearing a dexcom sensor, and the symptoms disappeared when the patient stopped wearing the sensor. The symptoms the patient experienced were fluid accumulation in the knee, knee cracking, joint inflammation and pain (all moving parts of the body), mucous membrane inflammation (eyes, nose, throat, anus, gastrointestinal tract), itchy palms and soles, hives, and asthma. The patient underwent full-body examinations with MRI, ultrasound, allergy testing, and blood test at various hospitals and departments but was told the cause was unknown. It was also stated however that the patient was diagnosed with possible rheumatoid arthritis. Treatment given to the patient included interventions of drainage of fluid from knee and a collagen injection into joint, and medication with celecoxib, mucosta, asbestos tablets, carbocisteine, mucodyne, ambroxol, bepotastine besil, claris rupafin, terlzy 100 ellipta, symbicort turbuhaler, a locoid ointment, and a compress that was put. Besides this the patient also had joint rehabilitation. The patient stated that they did not have allergies or asthma and had no particular abnormalities in their joints. At the time of the report the patient continued to visit the obstetrics, gynecology and the internal medicine departments to monitor their condition. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.